Event description:
It was reported that the therapy started on renasys go on (B)(6) 2020 night and there have not had any issues until (B)(6) 2020 when the patient confirmed that he sees green light lit and the screen says continuous 120 mmhg but the patient just cannot feel the suctioning motion although the dressing appears firm. Provided few troubleshooting steps per clinical guideline, including powering down the device, plugging into the electric outlet and resuming therapy. Still, the issue did not get resolved. A back up device was not available.